Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker had entered safety mode. The patient had presented to the emergency department due to multiple syncopal episodes with loss of consciousness. It was noted that the patient was pacer dependent and the syncopal episodes were attributed to myopotential oversensing and pacing inhibition while the device was in unipolar. Subsequently, this pacemaker was explanted and replaced, and a temporary pacing wire was used during the procedure. The procedure was completed successfully, and all lead measurements were within normal range. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Event description:
It was reported that this pacemaker had entered safety mode. The patient had presented to the emergency department due to multiple syncopal episodes with loss of consciousness. It was noted that the patient was pacer dependent and the syncopal episodes were attributed to myopotential oversensing and pacing inhibition while the device was in unipolar. Subsequently, this pacemaker was explanted and replaced, and a temporary pacing wire was used during the procedure. The procedure was completed successfully, and all lead measurements were within normal range. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and it had undergone resets. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.